Event description:
It was reported the customer had a blank display after every battery replacement. The customer also believed their insulin pump was delivering insulin too slow. Customer's blood glucose was 300 mg/dl. The customer stated they were feeling nauseous due to their blood glucose. Troubleshooting did not find any damage to the insulin pump. Troubleshooting was also able to recover the customer's display by inserting a new battery. Customer also reported a delivery anomaly on their insulin pump due to their high blood glucose. Troubleshooting found there was no issues priming the insulin pump. The customer's insulin pump was working as designed. It was also found the customer was on medications that may affect their blood glucose. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.